Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge was leaking from the cartridge tubing. Customer loaded a new cartridge to address the issue. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the customer cleared the alarm and resumed insulin delivery. Customer¿s blood glucose level ranged from 115-133 mg/dl.